Manufacturer narrative:
The field service engineer could not determine a cause. Probe and nozzle alignments were checked. Ise and mechanism checks were performed. The customer ran calibration and controls with no issues. The last calibration performed on 16-sep-2019 was ok. Quality controls were within range, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, short sample, sample foam detection, and abnormal aspiration alarms occurred. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 8000 ise module. The sample was initially processed on a cobas 8100 pre-analytics system and then tested on the cobas 8000 ise module. The initial results were reported outside of the laboratory. These results were questioned by a physician since the patient was sent to the emergency room based on the initial values and the subsequent measurements performed at the emergency room were normal. The sample was repeated and the repeat results were believed to be correct. The sample initially resulted with an na value of 166.4 mmol/l on (B)(6) 2019. The sample was repeated on b)(6) 2019, resulting with an na value of 140.7 mmol/l. A second tube collected at the same time was also repeated twice on (B)(6) 2019, resulting with na values of 139.1 mmol/l and 140.0 mmol/l. The sample initially resulted with a cl value of 120.3 mmol/l on (B)(6) 2019. The sample was repeated on (B)(6) 2019, resulting with a cl value of 105.3 mmol/l. A second tube collected at the same time was also repeated twice on (B)(6) 2019, resulting with cl values of 103.0 mmol/l and 104.4 mmol/l. The na electrode lot number was t40, with an expiration date of 19-jul-2020. The reporter stated that the cl electrode lot number was either h27 (expires 10-feb-2020) or j30 (unknown expiration date).